Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested for analysis.

Event description:
Customer claims that during the first use, her nipple got stuck in the breast pump funnel, that left her breast sore and bruised. She then developed mastitis. She has been prescribed with antibiotics and pain killers.

Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested for analysis. May 3, 2020 follow up 1: device was retreived from the consumer for analysis. Device has been tested and found to be working according to specifications. The maximum vacuum analysis and vacuum release analysis showed no anomalies. Instructions for use describe how to remove the pump from the breast: do not attempt to remove the pump body from your breast while under vacuum. Switch off the appliance and break the seal between your breast and the pump funnel with your finger. Remove the pump from your breast. Mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump.

Event description:
Consumer claims that during the first use, her nipple got stuck in the breast pump funnel. The consumer turned off the device, but was not able to remove the pump from her breast. The consumer's partner then opened the lid and released her nipple, that left her breast sore and bruised. She then developed mastitis. She has been prescribed with antibiotics and pain killers. Consumer saw their physician who prescribed antibiotics and suggested the consumer go to the hospital. Consumer had not yet started the treatment prior to visiting the hospital. Diagnosis at the hospital was mastitis and nipple fissure.